Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned to the manufacturer and the main pcb board was replaced. The battery drawer and both bail covers were broken and the keyboard window was scratched.